Manufacturer narrative:
(B)(4). The customer reported that the battery was low and the unit would not power on. They also indicated that the inlet was pulled out from the power module. There was no report of adverse patient impact. A philips field service engineer resolved the reported issue by replacing the ac power module.

Event description:
The customer reported that the battery was low and the unit would not power on. They also indicated that the inlet was pulled out from the power module. There was no report of adverse patient impact.